Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8; g3; h2; h3; hj6 and h11 corrected field: e1 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit (charge coupled device) was broken and therefore reflection is visible; color reproduction was inadequate. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: r-unit (charge coupled device) was broken. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed a grey area on the right side of the camera image. The issue occurred during an unspecified procedure. There were no reports of patient harm.